Manufacturer narrative:
Reason for reoperation is late onset seroma. The event of late onset seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side ¿sensitive and pain", "fluid on the left implant and lump or cyst on the left implant" and "unable to sleep" not related to the device. The device remains implanted.